Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor produced a pairing failed alert to the ilet, resulting in intermittent communication between the cgm and the pump; the user restarted the ilet and glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure, and implicated the electrical/magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.